Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the pt has dementia and removed the system and 'shredded it'. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (pt shredded belt) has been confirmed. As received, the cable running from the distribution node to the rear two wire therapy electrode was damaged. The cable was pulled from the distribution node, exposing wires. The cable running from the distribution node to electrode nodes c and d was also damaged. The cable was pulled from the strain relief, exposing wires. The cable running from the distribution node to electrode nodes a and b was also damaged. The cable was pulled from the strain relief, exposing wires. The root cause of the damaged cables is the pt's physical abuse to the device. No adverse event resulted from the defective electrode belt cable. The pt received a replacement electrode belt.